Event description:
A customer contacted beckman coulter (bec) reporting that there was a faint red fluid leak of approximately 1ml from the manual probe on the coulter lh 500 hematology instrument. The leak was contained within the unit. The customer also stated there were white blood count (wbc) voteouts and no differential results. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the probe was bent and the probe wipe was not coming down all the way. As a result the probe could not clean itself, causing a leak. The fse fixed the probe and adjusted the probe wipe to resolve the problem. System performance was verified. Failure mode is related to bent aspiration probe. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).